Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.50/2.0/089 (sphere/cylinder/axis) was implanted upside down into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was implanted;removed and replaced intraoperatively for a same model/size and similar power lens. The replacement lens resolved the problem.

Manufacturer narrative:
H6: investigation type 4110: lens work order search: no similar complaint event(s) within associated lots were found. Claim # 733596.